Event description:
The end-user reported a red itchy area under the adhesive border. He described this area as a diaper rash and stated he had the same thing occur about six (6) year ago that resolved.

Manufacturer narrative:
This event began a few weeks ago and his dermatologist prescribed nystop (nystatin topical) powder. He has been removing the wafer and washing with (B)(6) soap. Occasionally, he used (B)(6) soap which he will use more often. The end-user applies (B)(6) powder and the allkare protective barrier wipes. Skin care was reviewed and he was instructed in the use of sensi-care sting free skin barrier. He will be sent samples of the esteem synergy moldable wafer without a tape border along with eakin cohesive seals to help create convexity. He was instructed to call back with any questions or concerns. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).